Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod and stopper were defective on the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: it was reported that the plunger failure (crooked).

Event description:
It was reported that the plunger rod and stopper were defective on the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: it was reported that the plunger failure (crooked).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-apr-2022. H6: investigation summary samples and photos received for investigation. Upon visual inspection, it was observed that the part of the plunger responsible for correctly seating the stopper was broken, thus causing the reported incident. The batch history was verified, and it was observed that the production period took place between august 28 and 31, 2021. In-process inspections were carried out in accordance with the control plan and no records of this incident were evidenced. H3 other text : see h10.